Event description:
The customer reported that when the unit is bumped, it shuts down.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.